Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the arterial blood parameter module failed. The user reported the arterial temperature was out of range. As a result, an alternate device was employed for the procedure. The surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.